Event description:
It was reported that a large volume infusor had no flow during infusion. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was manufactured october 5, 2012 to october 6, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.